Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. When the patient changed the insulin cartridge, the piston rod got stuck and when retreating it, she saw the insulin leakage in the cartridge compartment.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.